Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the valve separated from the hub of the sheath after performing a power injection. The sheath was removed and another manufacturer's device was used successfully to complete procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a dimensional verification along with a review of complaint history, documentation, manufacturing instructions, quality control, trends and a visual examination of the returned products were conducted during the investigation. The visual examination of the two kcfw returned sheaths noted that one sheath still had the dilator inserted into the valve/sheath. It was found that this device displayed a slanted/uneven flare. This was likely manufactured with a bad flare. We can advise that the process of proximal fitting attachments has been validated since the manufacture of this device. An examination of the other returned complaint device determined it has a very significantly destroyed flare. This is likely due to a power injection being performed through the sheath causing too much pressure to be applied to the device and thus the sheath and cap separated. The root causes of the failure of the two introducers is likely due to user technique and the manufacturing process, which has since been validated. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, the valve separated from the hub of the sheath after performing a power injection. The sheath was removed and another manufacturer's device was used successfully to complete procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.